Event description:
A distributor reported an issue involving a cartridge alarm on a pump, identified as alarm 20. The incident occurred during pumping, but there was no adverse impact on the customer's blood glucose level. The customer was assisted in attempting to load a new cartridge; however, the alarm persisted, leading to the decision to replace the pump. The pump was under warranty, and the customer opted for multiple daily injections (mdi) as a backup therapy. Technical support coordinated the replacement by confirming the shipping address and instructing the customer on putting the faulty pump into storage mode before returning it. The customer was also provided a pre-paid label to return the defective pump within ten days.